Event description:
The patient was admitted into the hospital for an unrelated clinical reason. Upon interrogation, violent patient coughing that led to noise due to myopotential signals resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. As the patient was pacemaker dependent, the pacing inhibition resulted in cardiac pauses. The device was reprogrammed to resolve the event and the patient was in stable condition.